Manufacturer narrative:
The reported short eri to eos margin was confirmed in the laboratory and was due to multiple high voltage charges. A longevity calculation was performed and found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that device was explanted due to suspected premature battery depletion. Longevity calculation indicated a rapid transition from normal eri to eol. Device was explanted and replaced.